Event description:
The account reported the left head side rail is not latching. The bed is located in a patient room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found the left head side rail latch mechanism wa snot going back into the lock position when released due to the latching mechanism being bent and damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left head side rail to resolve the issue. Based on this info, no further action is required.